Event description:
It was reported that following angioplasty of the left femoral artery, a sheath was inserted in the right common femoral artery and the angio-seal was deployed. A pre-insertion angiogram was performed. Manual pressure and a femostop were applied at the puncture site and hemostasis was achieved. The patient complained of pain in the right lower extremity. The sheath was placed in the left groin and an angiogram was performed in the right common femoral artery. The physician noted that a visible disruption 2-3 millimeters below the original puncture site. The blood flow was not completely disrupted but was slower than normal. Surgery was performed and the angio-seal was removed from the artery. Good blood flow was restored in the leg. The patient was reported to be in good condition.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.